Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 1p30-27 that has a similar product distributed in the us, list number 1p30-28. An evaluation is in process.

Event description:
The customer observed falsely depressed results while using architect ivancomycin reagents. The following data was provided. Sid (B)(6) initial (tested 9:25 a.m.) 0.24 ug/ml, repeat (tested 10:00 a.m.) 64.78 ug/ml. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, labeling review, and accuracy testing. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.